Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: reported failure of console was identified as an unexpected restart due to software anomaly followed by manifestation of pump failure (investigated separately). The exact cause of software malfunction could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old male patient presenting with cardiomyopathy in scai shock stage d while requiring multiple inotropes and vasopressors prior to initiation of support. During therapy, the automated impella controller (aic) experienced a failure mode, prompting an exchange to a new controller. The impella was successfully restarted on the new aic without issue, and the patient remained stable throughout the transfer. The malfunctioning aic will be evaluated by biomed for further assessment. The patient was unharmed. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway a supplemental will be sent once completed.